Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked and the guidewire was entangled with the device. Microscope inspection showed that the catheter was twisted and the imaging window was rippled and flattened. Impedance testing showed an electrical open at the distal end of the catheter between 0 and 10 cm from the distal housing. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that relevant content and sufficient guidance were available with respect to the circumstances described in this complaint. No updates to the IFU are required as a result of this event. Investigation conclusion: this investigation has been assigned the investigation conclusion code of failure to follow instructions following a review of the reported event details, available information, and product analysis. According to the event information, the motor drive unit (mdu) was on during insertion of the device into the patient. The device is not designed to be advanced while rotating, and this condition can increase stress on the catheter, which may result in loss of image. Per the IFU, the mdu shall remain off during insertion. Regarding the observed imaging window ripples, these findings are consistent with the twist observed on the catheter. The torsional forces generated by the twist can deform the imaging window, resulting in a rippled appearance. Therefore, failure to follow instructions is the assigned cause code for the observed imaging window ripples.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that visualization issues occurred. The target lesion was located in the moderately tortuous and severely calcified left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image could not be shown. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the catheter was twisted and the imaging window was rippled.